Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. It was noted that the coating on the tip of a hi-torque command guide wire was gone. It is unknown whether the coating remains in the anatomy and no further treatment was provided. There were no adverse patient sequela reported. No additional information was provided.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. It was noted that the coating on the tip of a hi-torque command guide wire was gone. It is unknown whether the coating remains in the anatomy and no further treatment was provided. There were no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use. The investigation was unable to determine a conclusive cause for the peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.